Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided indicating the patient recovered from symptoms.

Event description:
A doctor of ophthalmology reported following an intraocular lens (iol) implant procedure, hypopyon and fibrin were confirmed in patient's left eye. Endophthalmitis was suspected. Additional information received indicating the patient complained of "dim eyesight" and flare and cell were seen by the doctor. The patient was hospitalized for treatment. Anterior chamber cleaning, injections and vitrectomy were performed. Additional information was requested and received.

Manufacturer narrative:
The company is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid (B)(6) 2015 in cataract surgery patients who received iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling this model of iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of this model of iols to stop using these lenses. Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information was requested and received. (B)(4).

Event description:
Additional information was provided. The patient was also diagnosed with hyperemia. Results of the bacterium inspection were negative.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The product history records for these products could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Only one is approved for this lens/cartridge combination. The manufacturing investigation has not identified a root cause to date.